Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal section, with stent struts lifted from their crimped stent positions. The crimped stent od (outer diameter) of the damaged section was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of slight damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-oct-2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After pre-dilation, a 4.00x16mm synergy¿ stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good. However, returned device analysis revealed stent damage.